Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, pacer stress testing, bench handling and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device logs seems to suggest poor coupling; however, the electrode pads were not returned as part of this investigation and poor coupling could not be firmly established. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.